Event description:
The customer alleged that the vent had no audible alarm, only visual. The hospital bio-med could not duplicate the reported problem. The mallinckrodt customer support engineer (cse) inspected the device and duplicated the problem after 1.5 hrs of running the unit. Further inspection revealed an intermittent contact on the power switch. The cse replaced the power switch. The unit passed extended self testing. There was no patient harm or change in therapy.